Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that during knee revision, the surgeon removed lcs components. As surgeon was preparing femur for new attune revision femur and stem, staff noticed crack on anterior femur. Surgeon put screw across the fx and proceeded preparing femur for longer stem to bypass fx. Surgeon was extended to address the fracture. It was unknown of when fractured happened or what caused the fracture. No stickers or part numbers available. A surgical delay of 2 hours was reported. Doe: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.